Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 406 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to look "abnormal". As treatment, a new pod was applied and the patient's parents gave the patient a huge bolus and increase in basal rate. They checked the patient's ketone off and on and patient was always 0.1 and 0.2. At 0.1 is normal for the patient and at 0.2 means the patient is getting a little high which they correct for and have the patient drink lot's of water.